Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the device has given way of during the stapling. There was no problem loading or unloading the device. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. The jaws of the device did not lock onto the tissue. No device component broke off. There was no patient harm.